Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) and left ventricular (lv) leads exhibited loss of capture (loc) due to dislodgement. A revision procedure was performed where both leads were successfully repositioned. The rv and lv leads remain in service and no additional adverse patient effects were reported.